Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were not getting a beep from the insulin pump when blousing or any beep coming from the insulin pump. Customer¿s blood glucose was unknown at the time of incident. Customer states that insulin pump vibrate but no sound on either low or high settings. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed selftest and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. No hardware low level failures alarm noted during testing or listed in device history.(B)(4).